Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that an explant procedure was performed due to the nail breaking. There was no patient harm reported.

Manufacturer narrative:
Visual inspection of the returned stryde nail revealed that the housing tube was broken. Based on visual inspection, the reported failure can be confirmed. The work order was reviewed, and confirmed the device passed all inspections and acceptance tests prior to shipment. No material/manufacturing issue was found. The type of breakage observed likely resulted from a mechanical bending failure in fatigue due to excessive stress applied by the patient during daily activities. Per the precice stryde instructions for use: "the precice stryde nail cannot withstand the stresses of full weight-bearing. Patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs." In addition, the reported nail was implanted for more than a year, which exceeds the guidelines within the IFU. The device should be removed after implantation time of no more than one year. The device history records were reviewed, and found the device was manufactured in accordance with the specified requirements and met all the required quality inspections. There were no discrepancies or non-conformances related to the reported event.

Event description:
An x-ray of the broken nail was received.